Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, consulation with internal medical affairs, a search for similar complaints, litereature review, and a review of labeling. Review of labeling determined that the cell-dyn sapphire instrument has no labeling claims for synovial fluid testing, which the customer used. Based on customers laboratory rules and practices, synovial fluid would normally require a pre-treatment to measure. Based on published literatures synovial fluid is viscous and pose an issue on sample processing. (From the international federation of clinical chemistry laboratory medicineliterature h56 a body fluid analysis for cellular composition; approved guideline, volume 26 number 26, page tracking and trending did not identify an adverse trend. Due to the off-label use, a product deficiency was not determined for the cell-dyn sapphire instrument, list number 08h00.

Manufacturer narrative:
Serial number was corrected to be (B)(4). An evaluation is in-process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc result while using the cell-dyn sapphire analyzer. The customer provided the following results (10e9/l) for 2 patients: (B)(6): initial (in closed mode) 0.002 retested 0.001 and 0.004, retested on a second analyzer in open mode: 0.336 and 0.361. (B)(6): initial (in closed mode): 0.001, retest 0.002, retested on a second analyzer in closed mode: 28.8 and 29.5. No impact to patient management was reported.